Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional tes) has been confirmed. As received, the belt failed incoming testing. Upon evaluation, there was an open along the rear pulse wire inside the trunk cable. The cause of the test failure is the open pulse wire. The root cause of the open pulse wire was excessive force placed on the cable. No adverse event resulted from the open wire.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had non-functional therapy electrodes.